Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker patient experienced syncopal episodes due to loss of capture (loc) on the right ventricular (rv) lead. The patient's rv lead was a non-boston scientific product. It was noted that ventricle pacing spikes were seen on the electrocardiogram (EKG), but no r-waves were observed. Isometrics and pocket manipulations were performed, and no noise was able to be produced. Subsequently, a revision procedure was performed. This pacemaker was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted scratches on the case with tool marks and cuts in the header. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported loss of capture (loc) and pacing inhibition.

Event description:
This supplemental report is being filed as the device evaluation was completed, and additional information was received and the date of event was updated.